Event description:
A healthcare professional reported with the description of intraocular lens was unstable after implantation. The lens was removed during the initial procedure and replaced with the other lens. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the size of the lens does not fit with the size of the eye resulting in instable iol in the eye.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is fractured in one of the gusset areas. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the lens instability could not be determined by the product investigation. The lens dimensions were acceptable (plan view) using an approved template. Information was provided that the lens and the patients eye size we not compatible. Sizing guidance is provided in the IFU. The company model is designated for use with anterior chamber diameter 11.5-11.9. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).